Event description:
The surgeon reported to the sales rep, that when carrying out a primary hip procedure, the surgeon noticed that the wire marker on the exeter contemporary flanged cup ran the wrong way round. The surgeon reported that the wire ran posteriorly not anteriorly. The surgeon reported that they successfully completed the procedure. The surgeon reported that they implanted the cup in the correct manner without any adverse consequence.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device implanted.

Manufacturer narrative:
An event regarding the wire marker involving an exeter contemporary cup was reported. The event was confirmed. The device remains implanted. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the surgeon reported that the wire ran posteriorly not anteriorly. The surgeon reported that they successfully completed the procedure and they implanted the cup in the correct manner without any adverse consequence. As a result of this event, ncr was raised to investigate this event.

Event description:
The surgeon reported to the sales rep, that when carrying out a primary hip procedure the surgeon noticed that the wire marker on the exeter contemporary flanged cup ran the wrong way round. The surgeon reported that the wire ran posteriorly not anteriorly. The surgeon reported that they successfully completed the procedure. The surgeon reported that they implanted the cup in the correct manner without any adverse consequence.